Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy, the surgeon went to clip the cystic duct when the er320 spit the clip. Another er320 wsas used to complete the case. There was no consequence to the pt. Clinical follow up: 1/24/97 0930 left message and 800# for md to call back. 1/27/97 nncl sent.